Event description:
It was reported on 04aug2022, that the guidewire with memory. The defect was found during pre-testing and no patient was involved. Additional information on 06sept202 reported that the guidewire was tortuous.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on 04aug2022, that the guidewire with memory. The defect was found during pre-testing and no patient was involved. Additional information on 06sept2022 reported that the guidewire was tortuous.